Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(4). Batch: 16710875 / 17120575.

Event description:
It was reported that following an ipg replacement procedure (MFR. Report number: 3006630150-2022-02293), the patient was experiencing discomfort. The patient underwent an explant procedure. The explanted ipg and leads were not returned.